Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a routine reprogramming session the patient reported an infection at the battery site. An explant of the device was possible but more evaluation was needed. Additional information received from the manufacturer's representative. The patient was referred to the doctor who implanted the battery for further evaluation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was scheduled for an explant on 2018-03-02. No further complications were reported.